Event description:
It was reported that the device had an electrical reset. It was also reported that the right ventricular [rv] lead had a low impedance measurement. Additionally, it was noted that the patient had undergone twelve rounds of radiation therapy. The device was reprogrammed; the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred. The device experienced four critical ram parity error pors between (B)(6) 2012, in locations "0d 9c", "10 58", "0e 45", "11 51". Device should be able to recover from the event and continue normal function. Radiation therapy noted in event description.